Event description:
The customer reported a button error alarm from the insulin pump. The significant events reported leading up to the alarm were physical damage to the insulin pump, and moisture under the screen of the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 91 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Moisture damage was found on electronics and motor. The device was received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.